Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing resulting in inappropriate automated mode switch (ams) episodes on the patient's right atrial (ra) lead. No patient symptoms or intervention was reported.